Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report as it was described. The product was returned which included the two-way handle, loading catheter, and an irrigation adapter. The barrel, latex bands, and trigger cord was not included in the return. During a visual inspection of the returned product it was observed that one of the two blue hooks on the loading catheter is missing. A functional test was performed on the two-way handle and it functioned as intended. A destructive test was performed on the catheter side that the second blue hook remained attached to. The blue hook detached from the catheter within specification. A dimensional inspection was performed on the a section of the catheter. The outer diameter and inner diameter were measured within specification. Three subassembly history records for the lots for the loading catheter said to be involved was reviewed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. A precaution in the instructions for use states: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." The instructions for use under system preparation states: "attach trigger cord to hook on end of loading catheter, leaving approximately 2 cm of trigger cord between knot and hook. Withdraw loading catheter and trigger cord up through endoscope and out through handle." When excessive force is applied the blue hook on the loading catheter can break or detach. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During and endoscopic procedure, the physician used a cook 6 shooter saeed multi-band ligator. As reported to customer relations: "the bander [ligator] would not fire during the case [band would not deploy]. Another device was used." [Related MDR: 1037905-2016-00317]. The two-way handle, loading catheter, and an irrigation adapter of the complaint device were returned for evaluation. It was found during investigation that one of the two blue hooks on the loading catheter was missing. The following additional clarification was received on 8/24/16: "while using the loading catheter, one of the hooks bent and detached and it was all outside of the patient. So they discarded it [the blue hook] and just used the other side of the loading catheter. Nothing adverse happened to the patient.